Manufacturer narrative:
This device is for treatment, not diagnosis. Patient identifier: #(B)(6). This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
In reviewing two surgeon presentations it was noted that what appeared to be a locking cap that separated from the matrix screw. This report is for an unknown matrix screw. This is report 2 of 3 for complaint (B)(4).